Event description:
It was reported to resmed that an astral device had a power source detection issue and powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device will be serviced and fully tested before returning to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue and powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due to battery controller software while the power source detection issue was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).